Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the rust/corrosion observed on the device bending section could not be determined, however, the issue was likely the result of component failure due to insufficient cleaning and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit rust/corrosion on the device bending section. There was no patient involvement, and no harm was reported as a result of the event.